Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during servicing the user was unable to move the electrograms (egm) on the analyzer screen. It was noted that the screen was extremely sensitive in the upper left quadrant. The user removed the analyzer and inserted it into another programmer and it functioned normally. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of the programmer issue, however it was noted the stylus connector on the micro processor unit (mpu) was loose. It was noted that the display left side hasp and the power cord bay assembly latch were broken and the lower case had worn out rubber feet. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product has been returned for service.